Event description:
It was reported that during a lap adjustable band procedure, the one way valve came off upon removal through the trocar. The valve was retrieved through the other trocar. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.